Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 390 mg/dl. Customer took manual injection to treat high blood glucose, troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.